Event description:
It has been reported that a cardiac perforation and pericardial effusion (pe) occurred. During a left atrial appendage (laa) closure procedure, an existing pe was ruled out. A versacross rf pigtail wire (rf) was used for transseptal along with the versacross connect dilator and watchman fxd curve access sheath (was). Once the desired puncture location was obtained, radiofrequency energy was applied and the transseptal crossing was completed. The rf wire was then advanced blindly into the left atrium. Once the rf coil of the wire was located, it was found to be in the wall of the laa, with the pigtail tip partially distorted in shape. The sheath and dilator were then advanced across the septum, followed by the dilator being removed. A 6fr pigtail catheter was then inserted over the wire and advanced into the laa. A left atrial pressure was measured and recorded and an appendogram was performed in the rao/cau fluoroscopy view. The activated clotting time (act) remained therapeutic throughout the procedure. As they began to draw the laa onto the monitor to take final measurements for sizing, the physician noted a pericardial effusion on transesophageal echocardiography (tee). A 31mm watchman flx delivery system and closure device (wds) was inserted and subsequently deployed to help slow blood loss into the pericardial space. Once deployed, the wds met release criteria and was implanted. The patient's chest was quickly prepped and using a pericardiocentesis tray, the pericardial space was accessed and approximately 600 cc of bright red fluid surrounding the heart was aspirated. Heparin was also reversed using protamine sulfate and the laa was seen to begin clotting behind the closure device. The patient was then transferred to the recovery unit for further monitoring. The patient recovered and then was discharged home. In the physician's opinion, the perforation was thought to have occurred once the rf wire was visualized on tee and fluoroscopy inside the laa, leading to the wire's distorted appearance.